Event description:
The customer reported to olympus, the colonovideoscope had an angulation malfunction. The device was returned for evaluation. During inspection, it was found that there was a whitish foreign material was found inside the air/water tube and jet tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: suction cylinder has no color, due to a pinhole on bending section cover water tightness is lost, due to wear of angle wire the play of upward/downward knob is out of the standard value, plastic distal end cover has a scratch, adhesive around objective lens has discoloration, adhesive around light guide lens has discoloration, and connecting tube has a wrinkle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. . The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was confirmed that the foreign material adhered/clogged in auxiliary water channel and air/water-channel. It is likely the foreign material was not removed because reprocessing could not be properly conducted due to a leakage from the bending section cover. However, the foreign material could not be identified and it could not be conclusively determined why the material remained in the device. The suggested events are detectable/preventable by handling the device in accordance with the following IFU. -IFU states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. -IFU states the preventative measures in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.